Event description:
It was reported the pt was unable to communicate or charge his ipg. The pt had not charged his ipg for several months. F/u identified the physician explanted the ipg which resolved the issue.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.